Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure, the hospital staff found that the benchmark 6f 071 delivery catheter (benchmark) was bent upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure.

Event description:
During preparation for a medical procedure, the hospital staff found that the benchmark 6f 071 delivery catheter (benchmark) was bent upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark. Upon investigation of the returned benchmark kit, a neuron select catheter 5f (5f select) was received with the benchmark. The 5f select was noted to be bent at the same location as the benchmark.

Manufacturer narrative:
Results: the returned benchmark catheter was ovalized at approximately 40.0 cm and 97.0 cm from the hub. Conclusion: evaluation of the returned benchmark and 5f select revealed ovalized devices. If the benchmark and 5f select are removed from their packaging at extreme angles, damage such as an ovalization may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00087.